Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device¿s the system pca, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, main housing, inlet side, outlet side, dual limb cup, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly were replaced due to tobacco contamination, which was not related to the malfunction/issue.